Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an issue with the power supply and the printed circuit board (pcb) main inlet areas had melted. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 30jul2019. Date of this report: 31jul2019. The fse (field service engineer) troubleshot with the customer and determined that the pcb (printed circuit board) within the power supply was melted. The fse advised the customer to replace the power supply to address the problem. The customer reported that replacing the power supply resolved the problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.